Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate and not functioning properly. The following information was provided by the initial reporter: "having problems when taking injection. Patient end does not penetrate injection site completely."

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate and not functioning properly. The following information was provided by the initial reporter: "having problems when taking injection. Patient end does not penetrate injection site completely."

Manufacturer narrative:
H6: investigation summary customer returned a total of 10 unused 4mm, 32 gauge nano pro pen needles from lot 1138232. The returned samples were inspected to ensure that using them was as least harmful as intended. The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. The pen needles were attached to a test pen and saline was found to be able to pass through all of the samples without issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of difficulty using. Root cause cannot be determined at this time as the issue is unconfirmed.